Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient doesn't feel stimulation. The patient reported having pain off and on and noticed the ins was turning off and on. The issues began about a month ago. The patient added when she laid down, stimulation will come on and after a while stimulation will go off and the patient stops feeling the vibration. The patient said she believes stimulation was going off and on by itself due to scar tissue. The patient added she may need a routine adjustment because about 6 months ago the ins was not working right for the patient¿s right leg. The patient had an appointment scheduled on (B)(6) 2018. No further complications were reported.